Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of the event was unknown. The patient was seen next day, and the pump was interrogated. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl via an implantable pump implanted for spinal pain indications. It was reported that the patient stated the pump doesn't seem to be distributing medication to them. The patient stated they tried to do 2 boluses this morning and the controller indicated the bolus was delivered, but they were not feeling the effects. The patient mentioned they did a bolus last night around 2am and it worked. The patient also mentioned they had an ice pack that they were rolling over because they couldn't sleep and was rolling on it. The patient woke up this morning on their back with the ice pack melted underneath the pump. Patient denied any falls or trauma. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have reached out to the hcp but it was hard to get in touch with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.